Manufacturer narrative:
Investigation summary: bd received 2 actual used samples and 7 photos from the customer in support of this complaint. Bd conducted functional testing using the provided samples and the issue of underfill was not observed. The photos were evaluated and show the process of the redraw and the correct volume in the samples. Additionally, 10 production samples from the bd inventory were functionally tested with no issues being observed as all tubes were within specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿underfill¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m has low draw volume resulting in underfilled tubes. No patient impact reported. The following information was provided by the initial reported, translated from japanese to english: "this is a report about an underfilled tube. According to the customer's report, the tube didn't draw enough volume of blood."